Event description:
Information was received from a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that the patient was having pain and was given an antibiotic to take. The patient also had blood on their bandage and it was seeping through. The patient was advised to reach out to their healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.